Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sigmoidectomy colectomy procedure, surgeon stapled the rectal stump with the ec60a and gold cartridge, he then put the anvil into the distal stump, and stapler into rectal stump, joined the 2. It clicked. He closed the stapler into the window area, and fired. The device cut but had no staples in it. The patient was bleeding from the rectal stump so he had to suture the rectum and then staple the rectal stump again with the same ec60a and new gold cartridge. He then had to use a new stapler (same batch no ) and it worked perfectly. Patient was fine.

Manufacturer narrative:
(B)(4). Batch # t5ck4n. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, it was noted a slightly back drive; however, no malformed staples were observed. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.